Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor will not power on) was confirmed. Upon evaluation, the monitor was unable to power on. The cause of this failure was a defective ca board. The c1 capacitor, l1, l2, and d1 components were shorted on the ca board. The cause of the inability to complete testing and the inability to power on is the defective ca board. Additionally, there was high to low voltage on the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause of the defective ca board cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to power on.